Manufacturer narrative:
15-oct-2021 product investigation results: product with malfunction changed from the refill to the handle. Product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Male consumer via e-mail stated that his original replacement brush heads kept coming loose from the hand piece while brushing his teeth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that his original replacement brush heads kept coming loose from the hand piece while brushing his teeth. No injury was reported.